Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that the pump had been tilted the entire time it was implanted. Additional information has been requested, but was not available as of the date of this report.